Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Blood glucose level was reported within a safe range and did not exceed 500 mg/dl (27.7 mmol/l). Caller attempted using different wall adapters and charging cables without success. Technical support decided to replace the pump, which was under warranty, and instructed the caller to put the pump into storage mode and return it using a prepaid label. Caller had no backup insulin therapy available and planned to contact their healthcare provider for guidance.